Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a dimpled force plate housing and out of calibration force sensor. A review of the pump history revealed 064-0001 alarms which were not duplicated during testing. Unrelated to complaint, during testing a cracked battery compartment was observed which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
Pump was returned due to loss of prime and 064-0001 alarms. Eval revealed a damaged force sensor assembly and an out of calibration force sensor. This report is being made based on the eval results.